Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the system with incomplete flap dissection in the left eye of a patient, during surgery. There was no patient harm.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer performed preventative maintenance, all laser calibrations and alignments meet company specifications confirmed through service installation record. Treatment report, event details, logfiles have been requested but not provided, therefore a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with incomplete flap dissection in the left eye of a patient, during lasik surgery. There was no patient harm.